Manufacturer narrative:
(B)(4). Software version 5.2b, retainer ring = black. Patient returned pump for alleged pump error 43, pump error 41, and cosmetic damage located at the back side of case found on (B)(6) 2022. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. No unexpected alarms/alert/anomalies noted during testing. The history/trace downloads were successful using thump. Confirmed pump error 43 on (B)(6) 2022 at 10:09:00.000 and pump error 41 on (B)(6) 2022 at 10:09:00.000. Pump error 41 was a consequence of pump error 43. Pump error 41 and pump error 43 confirmed due to hardware error, problem isolated to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on motor. The following were noted during visual inspection: cracked case (battery tube) and pillowing keypad overlay. Pump error 41 was a consequence of pump error 43. Pump error 41 and pump error 43 confirmed due to hardware error, problem isolated to electronic stack. Additionally moisture damage was noted. Cosmetic damage confirmed at the back side of case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer noticed a crack on the back of the pump and failed battery alarm. Customer stated that insulin pump passed displacement test. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. The product was returned for analysis.